Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that there was no determination as to the cause of why it took longer to charge but they noted there were no apparent malfunctions. The physician instructed the patient recharge every other day and had a more ¿consistent habit¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that it was taking longer to charge the patient¿s ins. The representative stated that the patient had some ¿pretty heavy stimulation¿ which was beneficial for them. The charge time, even with 8 coupling boxes seemed to have increased. It was noted that the other day, to get from 0 to 50%, it took 2.7 hours. The representative stated that had noticed they had charged much longer than in the past. The patient charged on (B)(6) 2018 and the ins was down to 0. The representative found this out by looking at the patient¿s charge sessions. Additional information received from the manufacturer¿s representative reported that the patient used to charge every 3 days. Information received the reports on the clinician programmer showed that on (B)(6) 2017 the patient charged 1.2 hours up to 50%; on (B)(6) 2017 they charged 0.6 up to 50%; and on (B)(6) 2018 the patient charged 2.7 hours up to 50%. The representative noted that the patient programmer showed the ins battery low and it needed to be charged. Interrogation with the clinician programmer indicated 0% with no discharge screen seen. Recharging statistics were only available from today¿s recharge session and showed the ins was charged for 5 minutes and went from 3.660 to 3.0665 volts. The representative made some charges and was going to observe the patient. No symptoms were reported in the event. There were no further complications reported or anticipated.